Manufacturer narrative:
The investigation determined that non-reproducible vitros phenytoin (phyt) results were obtained on one level of quality control fluid processed using the vitros 5600 integrated system. The investigation could not determine the assignable cause. The issue was isolated to one day of quality control testing and an undefined transient issue is a likely contributor to the event. Additionally, pre-analytical sample handling could not be ruled out as a contributing factor. Based on historical quality control data, a vitros phyt reagent issue has been ruled out as a contributing factor to the event. There was no indication of a vitros instrument malfunction.

Event description:
The customer obtained non-reproducible vitros phenytoin (phyt) quality control results from one level of control (tdm l3= 20.78, 20.76, >40, >40 versus expected 28.3 ug/ml) processed using the vitros 5600 integrated system. The unexpected vitros phyt results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report is number 1 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).